Event description:
The iab was inserted into the pt on 12/12/97 at 7:30 am. On 12/13/97 at 4:00 pm, the iab leaked and the iab was removed. No second iab was inserted. The iab was not returned to datascope for eval. (Event complications: none from the event-reported 4/13/98.) (Pt's current status: unk-rpt'd 4/13/98.)